Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a loose drive support cap from the insulin pump. The customer's blood glucose reading was in the 40s mg/dl. The customer treated with a bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be flushed. The customer stated that she was not running low during priming. The customer was advised that her basal rates are delivering a lot of insulin. The customer was assisted in performing the displacement test. The customer stated that the test passed. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.